Event description:
The customer was hospitalized for high blood glucose, mild dka, and shortness of breath. Customer is twenty weeks pregnant. Troubleshooting was performed. The insulin conentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test was completed and passed within specifications. Instructed customer to change the infusion set/site and use manual injection as per md protocol.